Event description:
Device 2 of 2: reference MFR report#1627487-2018-07648. Follow-up identified surgical intervention was undertaken on (B)(6) 2018 wherein the right lead was explanted and replaced with a new lead and the 2nd lead was repositioned within the epidural space. Postoperative reprogramming was successful thus resolving the issue.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report#: 1627487-2018-07468. It was reported the patient experienced overstimulation in their rib area. Reportedly, the patient has fallen multiple times over the past few months. X-ray images revealed no anomalies and multiple reprogramming attempts did not resolve the issue. As a result, surgical intervention may be undertaken as the next course of action.